Event description:
After contacting idtf, pt self tester reported to itc inconsistent protime inr results compared to an unspecified lab instrument. Pt therapeutic range is 2.5 - 3.5 inr. In 2009, protime inr 3.4 compared to lab inr 4.6 - coumadin dosage subsequently withheld for two days protime inr 2.4 compared to lab inr 3.6. No report of adverse event, or serious injury.

Manufacturer narrative:
MFR eval / investigation pending product return from user facility.